Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wire of the mega needle driver was found broken. A backup instrument was used to continue the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was found while suturing. There were no issues related to the movement of the instrument, however the broken cable was the one responsible for the opening/closing. No fragment fell into the patient. The instrument did not collide with other instruments. The instrument will be returned for isi evaluation.